Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented in clinic. Upon interrogation, the ventricular leaded exhibited noise resulting in high ventricular rate episodes and inhibition of pacing. The lead was explanted and replaced. The patient was in stable condition post procedure.